Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device has a "debris in sterile package" issue. The device was not being used during surgery. It is unknown if there was any injury or medical intervention which occurred. There was no additional information provided.